Event description:
A male pt underwent an emergency surgery to stabilizes an unstable fracture in the upper lumbar spine, during which bilateral pedicle screws were implanted. A few days later on (B)(6) 2013, a partial corpectomy was performed, during which a vbr and lateral plate fixation construct were implanted. During a 6 week f/u visit, radiographs depicted the superior portion of the expandable vba implant had reduced in height approx 6mm.

Manufacturer narrative:
(B)(4). The affected product has not been explanted. Root cause of the reported event is unk at this time. The pt's activity level and adherence to post-operative care instructions is unk. Mfg records for the lot were reviewed and no non-conformances or deviations were noted that may have caused or contributed to this made of failure. Serial radiographs were evaluated to confirm the initial report as well as to determine the degree of collapse. The vertebral end plates appear to be intact and no implant subsidence is visible. Revision surgery is not planned at this time as the pt is reportedly pain free and the construct is stable with both posterior and lateral fixation in place. Should secondary surgery occur and the device be returned for eval, any relevant findings will be reported. Labeling review notes the following: "these devices can break when subjected to the increased load associated with delayed union. If healing is delayed, or does not occur, the implant may eventually loosen, hand or break. Loads on the device produced by load bearing and by the pt's activity level will dictate the longevity of the implant".